Event description:
It was reported that the patient underwent a posterior surgical procedure at t6-9 to treat a t8 traumatic burst fracture. It was found 8 months post-op that the screw was broken. The patient underwent surgery to have the hardware removed due to bone fusion completion. All devices were removed, but the tip of the fractured screw remained in the patient. Kyphosis progressed and the patient complains of back pain, but the relation between the patient symptoms and the screw breakage is unknown. No further complication has been reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 54840004535, 510k # k091974 was cleared in the united states. The device was not returned for evaluation, however films were supplied for review which found: ap, lateral x-rays verify operative treatment of t8 fracture with hook, pedicle screw, rod construct t6-t7-t9. One of the t8 screws is broken in mid pedicle.

Manufacturer narrative:
Visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. The lower broken portion of the bone screw reportedly remains in the patient and is therefore unavailable for analysis. Fracture surface examination identified a multi-modal fracture, with progressive striations and ratchet marks emanating away from the area of initial crack propagation, as well as increased material disruption and shear lips starting approximately 40% of the way through the cross-sectional area, consistent with overload. Dimensional examination confirmed conformance to print specification of the bone screw diameter at the base of the head. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.